Event description:
It was reported that the surgeon was inserting the femoral head on the taper of the stem. It was noticed that it was loose.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.